Manufacturer narrative:
Product event summary: it was reported that two critical battery alarms were detected in the log files. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one (2) critical battery alarms involving (B)(4) and two (2) critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Furthermore, a power disconnect alarm was triggered by (B)(4). These observations are indicative of a communication error between the controller and batteries. Additionally, several power switching events were observed due to communication errors involving (B)(4) and (B)(4). This is an additional observation not related to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and ba tteries. An internal investigation is investigating communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650de / expiration date: 2015-12-31 UDI #: (B)(4), return date: (B)(6) 2015, mfg date: 2014-12-31. (B)(4).

Event description:
It was reported that the patient experienced two critical battery alarms. The batteries were replaced. No patient complications have been reported as a result of this event.